Event description:
It was reported that the patient had a bicycle accident in the beginning of (B)(6) 2011 and subsequently had a return of symptoms. The patient reported that the device was not working like it used to and had urgency and frequency issues again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Tined lead model 3093 lot v576462 implanted: (B)(6) 2011 explanted: unk.